Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device site was red and puffy. The physician suspected a pocket infection. Cultures were taken and antibiotic treatment was necessary. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.